Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The sensitivity was adjusted and the lead remains in use. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296 implantable pacing lead 2013-(B)(6), 4076 implantable pacing lead 2013-(B)(6). (B)(4).